Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood sugar of 40 mg/dl. The customer's current blood sugar is 290 mg/dl. The customer treated with food. Troubleshooting was performed. The sensors kept falling out of the customer. The customer reported a blood sugar of 46 mg/dl and treated with food. A failed battery was notes but the customer declined to troubleshoot.